Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation under the front right electrode. The irritation was open. The patient reported that the doctor recommended using lotion, and allowed the patient to remove the device to let his skin heal. Follow-up indicated that the irritation had healed.